Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of placement button broke.

Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was used in the stomach during a percutaneous endoscopic gastrostomy (peg) tube replacement procedure performed on (B)(6) 2026. During the procedure, it was reported that the dome-shaped silicone bumper was noted to be torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of placement button broke. Block h11: (investigation result) the returned endovive replacement button k with enfit was analyzed, and a visual evaluation noted that the placement button was punctured. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of placement button broke was confirmed. The returned device found that the button was punctured by the obturator rod. The problem found could have been generated as a result of the technique used by the physician at the time of the button placement. If the obturator rod was push with excessive force against the button, this most likely caused the puncture. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was used in the stomach during a percutaneous endoscopic gastrostomy (peg) tube replacement procedure performed on (B)(6) 2026. During the procedure, it was reported that the dome-shaped silicone bumper was noted to be torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event.